Event description:
It was reported that after deployment, the stent required post dilation by balloon catheter because of calcified lesion. The physician then crossed the stented lesion with the ivus catheter for post stent imaging. The transducer distal end was trapped at the edge of the stent when the physician pulled the ivus catheter back manually. The ivus catheter could move forward but could not be pulled backward. Additional guide wire was inserted to make some space between the ivus catheter and stent. Holding the ivus catheter at the position, the ivus catheter could not be pulled any further, the balloon catheter was seated at the stent edge. The physician then pulled the ivus catheter but the effort was unsuccessful. The physician inflate the balloon catheter a little and pulled both the balloon and ivus catheters together and successfully removed the trapped ivus catheter from the stent. There was no patient injury.

Manufacturer narrative:
(B)(4). The complaint device has not been received by the manufacturer, so a device evaluation has not been performed yet. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's investigation is completed.